Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported for difficult to position the sgc from this lot. All available information was investigated and the reported difficult to position the sgc appears to be due to procedural circumstances (difficulties with trans septal puncture due to the remaining atrial septal defect from the first intervention). The reported patient effect of atrial septal defect, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Lastly, the tissue damage appears to be due to procedural circumstances as well as the transseptal puncture was performed more superior and posterior to the dilated hole and it was noted to have worsened the asd. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4). Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 3. One mitraclip was implanted, successfully reducing mr to 2. On an unknown date in june, the patient returned with worsening mr of 3-4. In the physicians opinion, the increase in mr was due to disease progression. On (B)(6) 2019, a second procedure was done to stabilize the mr. Difficulty with the transseptal puncture was noted due to the remaining dilated atrial septal defect (asd) from the first intervention, with the puncture hole noted to be dilated. There was shunting of blood from the left to right. Transseptal puncture was performed more superior and posterior to the dilated hole and was successful, however, it was noted that this worsened the asd. The steerable guide catheter and clip delivery system (cds) were advanced. During grasping the system lost stability and lost height. It was not possible to grasp leaflets and the procedure was aborted. On echocardiogram, the fossa seemed to be torn. The mr remained at grade 3-4. No additional information was provided.